Manufacturer narrative:
Additional information has been requested - device has not returned for investigation.

Event description:
It was reported that there was -m6c revision case-- blumenthal et al (esj 2024). Discusses the outcomes and management strategies for patients who underwent revision or removal of cervical total disc replacements (tdr). The most common reason for removal/revision encountered in this cohort was severe osteolysis, 7 were m6-c.

Manufacturer narrative:
Additional information has been requested - device has not returned for investigation. Upon additional information received, it was determined this complaint was associated to an ide patient (B)(6). Additional details were included in this follow up report from the completed investigation. This follow up report is submitted after the FDA requested a correction be made to the initial report which identified the type of report to be both 5-day report and initial report.

Event description:
It was reported that there was -m6c revision case-- blumenthal et al (esj 2024). Discusses the outcomes and management strategies for patients who underwent revision or removal of cervical total disc replacements (tdr). The most common reason for removal/revision encountered in this cohort was severe osteolysis, 7 were m6-c. Additional information provided indicated the reason for the device explantation was due to evidence of osteolysis and possible infection with gross purulence at the disc space level. The provided information indicated that at the 3 year follow-up, imagine showed some resorption of the anterior inferior endplate of c5 and the superior anterior c6 vertebral body around the device. The patient had complaints of c6 paresthesias, but the MRI (not provided) showed no concerning neural impingement. Patient complaint of neck pain was resolved by (B)(6) 2018. At the 4-year follow-up, bone resorption remained similar on imaging and subject had no complaints. At the 5-year follow-up, the subject had no complaints, although x-rays (not provided) showed increased bony resorption at c6. A CT scan (not provided) at 5 years showed osteolysis at c5/6, suggesting possible infection. Surgical treatment was put on hold due to covid-19.